Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure - 1003" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was attributed to contamination found inside the manifold. The manifold will be replaced to remedy. The specific part needed for repair is currently on back order. The device will be repaired when parts become available. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.